Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks and tear troughs. Prior to the injection the patient was given prilox and post injection patient was given ice. Three months later, the patient developed nodules in the tear troughs and lumps on the cheeks. Patient was treated with ernica. Symptoms are ongoing.